Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire tip detachment occurred. A 300cm straight tip v-14(tm) controlwire(tm) was advanced to the target lesion. However, during the procedure, the guide wire tip broke off and went down into the patient's leg. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: unit was returned with its original pouch. The unit returned has distal end damage, as part of overall visual revision. Visual inspection of the wire has the distal tip detached 4mm approximately from the distal section end. (The other distal tip section was not returned) it is exposing the core wire. Dimensional inspection of overall length couldn't be measured due to the device condition (distal tip detached). Outer diameter (od) of polymer section in the distal section, middle of the device, and proximal section are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. A 300cm straight tip v-14¿ controlwire® was advanced to the target lesion. However, during the procedure, the guide wire tip broke off and went down into the patient's leg. No patient complications were reported.